Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter displayed an ¿error 2¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 6pm. It is not known how the patient manages her diabetes or if changes were made to her usual management routine. After the start of the alleged issue, the patient claimed she ¿fainted.¿ the patient¿s husband reportedly gave her sugar as treatment. At the time of troubleshooting, the cca noted the correct test strips were being used and there was no indication of misuse. The alleged issue was not resolved with retesting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed a symptom suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/10/2014).the retains test strips were evaluated by lifescan product analysis on 6/4/2014 with the following findings: the retains test strips involved with this complaint failed testing. When retains test strips were tested with blood, the sample failed to meet the specifications at the 100 mg/dl level. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 and correction ¿ (10/03/2014). Follow-up #1 contained incorrect information. This information was incorrect due to the retain test strips having been tested using control solution, rather than blood, which provided the incorrect conclusion. The retain test strips have been evaluated a second time by lifescan product analysis on 9/3/2014 with the following findings: the retain test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.